Event description:
An alarm issue was reported with the adc device in use with iphone 12 pro max with ios operating system version 17.1.2. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced dizziness, blurred vision, seizure, and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who provided lucozade (energy drink) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported signal loss and being unable to obtain readings. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 12 pro max with ios operating system version 17.1.2 and app version 2.10.2.7677. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced dizziness, blurred vision, seizure, and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who provided lucozade (energy drink) for treatment. There was no report of death or permanent impairment associated with this event.